Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 16apr2020.

Event description:
The customer reported a power source issue. A new backup battery was installed and the ventilator is not recognizing it. There was no patient involvement.

Manufacturer narrative:
G4: 21apr2020. B4: 22apr2020. The manufacturer¿s technical services (ts) confirmed the reported issue. The customer opened the battery pack and reseated the battery internal fuse to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.